Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse reports that the surgeon was using this instrument until he noticed that the pulley had come loose, so they removed it and exchanged it for a maryland bipolar forceps. The procedure was with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before the procedure with no issues noted. While grasping the tissue on a bypass procedure, the surgeon noticed the movement of the instrument's wrist was unusual, so he noticed the cable exposed and decided to change for another bipolar instrument. The color of the wire was silver. There was loss of cautery but no thermal damage. There were no collisions and no fragment fell. There was no patient harm.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.